Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a faulty sample probe. The fse replaced the out sample probe, and repeated twenty (20) patient samples that had previously generated negative results were repeated with result of 0.0. The fse verified instrument performance and the issue was resolved. (B)(4).

Event description:
The customer reported the generation of erroneous negative dbil (direct bilirubin) patient results on their au5800 chemistry analyzer. The erroneous results were reported out of the laboratory; however, there was no report of change or impact to patient treatment. Per the customer¿s verbal report, negative direct bilirubin results were generated for an unspecified number of patients. The customer stated the negative results had a value of -0.1 (units not specified). The results were flagged with ¿g¿ indicating the result is lower than the dynamic range. The customer stated the samples were repeated on the same au5800 clinical chemistry analyzer and negative results were obtained.